Event description:
Customer spouse reported receiving a free style reading of 202 mg/dl, but pt could barely walk due to hypoglycemia. The parademics were called and upon arrival received a reading of 44 mg/dl on their unknown brand meter. Paramedics treated the customer with an i.v. The customer has since stopped taking high doses of glucophage and stopped taking insulin. Freestyle reading obtained by customer was not consistent with reported symptoms, not treatment provided by paramedics.